Manufacturer narrative:
Date sent to the FDA: 01/13/2016. It was reported that the suture was used for skin closure and placed continuous. The suture was tied at the ends but not in the area it broke and two broken suture ends were re-tied together. The tissue did not dehisce. (B)(4).

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown surgical procedure on an unknown date and suture was used. Three days post-operatively, the patient experienced suture breakage. There were no reported adverse patient consequences. Additional information has been requested.